Event description:
It was initially reported, the patient had built up a tolerance to the ¿fenadryl¿ and inquired about changing the pump medication. The patient was redirected to her health care provider (hcp). The patient reported dislike for the hcp as well as difficulty discussing issues. The pump was used to deliver fentanyl, baclofen, and marcaine. It was later reported, the patient lost pain relief since this pump was implanted. The patient thought the hcp might have discontinued the fentanyl in his pump. The patient reported taking oral fentanyl for break through pain. Reportedly, when he did not take the additional oral medication, he had withdrawal symptoms, such as nausea, diarrhea, sweating, and a massive increase in pain. Driving was said to exacerbate the pain. The patient questioned if he developed a tolerance to the pain medication. The patient also reported he was looking for a new hcp. Further, the patient has had withdrawal ¿from time to time¿ this was noted to be ¿erratic and intermittent¿ and no specific symptoms were provided. The patient noted that he had 3-4 years of "a good life" with "more good days than bad"and currently he was "right back to where" he started from. The patient stated that he was "doing better" for a while after the implant, and then it was not doing any good at all. This was repeatedly told his health care provider. Within the past six months, the patient noted back pain and went to the emergency room (ER). The patient cannot go to the ER in (B)(6) for pain treatment because, he was in a pain medication program. The patient currently was in pain and did not sleep as the pain woke him. He only ¿naps¿ and was not sure if he was getting rem sleep. He also had a difficult time with memory issues, had a blood pressure of 158/90 and was "nearing stroke." The patient has continued taking oral medication for breakthrough pain and had a history of a sclerotic liver from taking tylenol and motrin. He had gone through diagnostic tests and these had given no indication of pump malfunction. The patient expressed dissatisfaction with the diagnostic tests. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).